Event description:
Beckman coulter diagnostics, danaher co. Gave us bad calibration material and still to date do not have a plan for resolution to return to patient blood testing. Beckman was notified and agreed a problem persists with the material and no replacement is available still to date (3/10/2026). Additional comments: numerous repeat failed attempts and reproducibility failures on record. Can end documents as necessary for complete evaluation.